Event description:
It was reported that the pt experienced intermittent stimulation that began a few days ago. There was no pattern to intermittent stimulation noted. The pt reported that there were a few falls since having the device implanted. However, when the device was last checked at a reprogramming (one month prior), everything was fine. When the ins was checked with the pt programmer, it was noted that the "lightening bolt" icon was not seen on the display. The pt denied being near any strong sources of electromagnetic interference (emi). No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).